Event description:
The service report shows while performing extended extended self testing it was noted that positive end expiratory pressure would not hold at 30 cmh20. The nellcor puritan-bennett customer support engineer verified that the positive end expiratory pressure circuit was leaking. The engineer inspected the device and replaced sol 3, 6&8,7, as well as the transducer pcb. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.